Event description:
During a coronary stenting drug eluting treatment procedure, the stent came off the balloon. The lesion being treated was located in the 1st diagonal. The physician predilated with a 2.5x15 mm maverick balloon, inflated to 6 atms for 30 seconds. The physician was attempting to place the 2.75x20 mm taxus express2 drug eluting stent through a previous stent but was unable to cross. When the physician was pulling the stent back out of the body the stent was still on the wire but it had separated at the distal portion. The stent did not come off in the body. No patient complications were reported. Patient status reported as "ok".